Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-05697, for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a esophagogastroduodenoscopy (egd) performed on (B)(6), 2009 (pt age over 18 years old). According to the complainant, during the procedure, both clips prematurely deployed. The first one was found in the scope when they removed the device. The second clip fell inside the patient and was left there to pass naturally via peristalsis. It is unknown what was used to complete the case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant indicated that the device was disposed off and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).